Event description:
It was reported that the 9600 system dicom would not send images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The dicom box was replaced during the service call. The system was tested and found to be working as intended and put back into service.